Event description:
Customer reported a reading of 110 on their precision xtra optium meter. Customer thought this reading was "to high for the way that he was feeling". Customer reported that he "thought he was having a seizure". Customer also reported feeling "shaky, disoriented, sweaty, having chills, weak, and blurred vision". Customer called 911 and paramedics took customer to the hosp were the customer was diagnosed with severe hypoglycemia. Customer self-treated with peanut butter and jelly sandwich, cereal and small amount of orange juice. It is unknown what treatment was rendered at the hosp to ameliorate customer's symptoms.

Manufacturer narrative:
The device has been returned and an investigation is in process. A follow-up report will be completed once the investigation results are available.